Event description:
Philips received a complaint on the heartstart mrx indicating that there was a self-test failure. There was no patient involvement. The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. Several functional tests of the apparatus were performed which ended with a positive result. The device remains at the customer site and no further evaluation is warranted at this time.